Event description:
Pt reported the infusion device did not correctly deliver insulin in (B)(6) 2012, and this resulted in hyperglycemia. Her blood glucose elevated to 580 mg/dl in the early morning, and no alert or error messages were received on the infusion device. She changed the battery, infusion set, and cartridge, but the problem persisted. She then switched to the backup infusion device. She also reported the internal part of the adapter was broken, and she believes this contributed to the problem. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.